Event description:
A reporter called to submit her report about the malfunctioning libre 3 sensor for the past few weeks. She said the sensor was working fine for the first 2 weeks. After that it started having issues. She said the alarm wakes her up in the middle of the night and shows low readings. When she tests her blood sugar using her previous device, it read higher than the libre up to 100 points more. She provided her reading as follows: (B)(6) 2024 - at 1:25 the libre device read 68 and another device read 178. (B)(6) 2024 - at 3:15 the libre device read 56 and another device read 156. (B)(6) 2024 - the alarm woke her up and the libre reading was 59 and the previous device read 228. She said since she is a nurse and knows the symptoms when blood sugar is low, she did not take any medication for any of these events. She said she is not using the device any longer.